Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for lead revision on the right atrial (ra) lead. It was found that the ra lead was not capturing and was sensing low. It was also noted that there was a decrease in sensing. Lead dislodgement was confirmed under fluoroscopy. Venous access was difficult and the physician was unable to get access in order to replace the lead. The ra lead was explanted and the device reprogrammed. No patient complications have been reported as a result of this event.